Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with itching, rash, redness, and inflammation under the entire sensor patch. The area became infected and the patient saw their clinician on (B)(6) 2022 who prescribed them antibiotics (the patient could not provide any details of the medication). After taking the antibiotics for a few days the reaction went away. At the time of the report the patient was doing ok. No additional patient or event information is available.